Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported during dwell 2, the cycler alarmed for supply line blockage. He discontinued treatment while attempting to resolve the issue. When he opened the cassette door fluid came out. The patient was advised to call his pd nurse. He discarded the cassette. During follow up, the pd nurse stated the patient's effluent has remained clear. There were no signs of infection and no prophylactic antibiotics were administered. No adverse event reported at this time.